Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter splines became inverted, and the guidewire could not be advanced during use. The guidewire could be withdrawn but not advanced. Troubleshooting inside the body did not resolve the issue. Outside of the body the catheter was exchanged, and the original guidewire was used with the second catheter with no issues. The catheter has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, which showed no abnormalities. When tested investigators were able to insert, advance, and withdraw the guidewire with no issues. The catheter was functionally able to deploy and allowed full movement of the guidewire. Some splines did invert during testing. In addition, they were able to move the guidewire back and forth through the catheter's guidewire lumen and the catheter's array was able to be deployed without difficulty. Based on all the available information boston scientific concluded there was no problem detected with the returned catheter in relation to the stuck guidewire allegation. The allegations of a stuck guidewire or inverted splines could not be reproduced through investigation and no other defect was found with the returned catheter.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter splines became inverted, and the guidewire could not be advanced during use. The guidewire could be withdrawn but not advanced. Troubleshooting inside the body did not resolve the issue. Outside of the body the catheter was exchanged, and the original guidewire was used with the second catheter with no issues. The catheter is expected to be returned for analysis.